Event description:
Caller reported a minimum fill notification but declined to provide their blood glucose level at the time of the event. As such, there was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to reload the same original cartridge, but the caller declined to do so. No additional information was received regarding the outcome of the event.